Manufacturer narrative:
Date of event was reported as follows: implant moving/working its way out = (B)(6) 2017; incision opening/seeping = (B)(6) 2018. Initial reporter's occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that, ever since implant, the patient¿s implantable neurostimulator (ins) would move around and they felt as though it was too close to the surface as they could feel it. It was right up next to the incision and they could see it. The patient stated that after it was implanted, for the next 6 weeks, they had to keep going back that they had to go back to their healthcare professional (hcp) to just rebandage the area over the implant. The ins started to work its way out and the doctor stated that it could happen when the body rejected the device. The patient ended up going in for surgery in (B)(6) 2018 to implant the device deeper. They mentioned they were in quite of bit of pain after the surgery. The patient noted that after the device was implanted deeper, they had this ¿indent¿ that had scabbed over¿. But, today, they looked at the area and the incision had opened up and was seeping a mixture of blood and water. The patient further stated there was a 50% chance that the surgery would work or a 50% chance the body would reject the implant. The patient was redirected to their hcp to address the reported issues. There were no further complications reported or anticipated.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.